Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that during placement of the angio-seal, everything seemed normal until the device was pulled back for the second click to align the anchor. When pulling back the hub broke off, the doctor cut through the white inner lumen (as if a suture lock up had occurred) to access the suture and held to achieve hemostasis. It was reported that there was no harm to the patient. Additional information was received on 4/24/2018- the issue was discovered during an angioplasty procedure. There was no difficulty with arterial access. The patient did not experience blood loss due to this event.